Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery. The describe event or problem (b5) was updated to provide additional clarification.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (v) lead exhibited noise that was oversensed and led to pacing inhibition. As a result of the inhibition, there were more than two seconds of asystole noted. The cause of the noise was unable to be determined as they were not able to reproduce the noise. The patient underwent a surgical intervention where the pacemaker was explanted and the rv lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this pacemaker exhibited an unknown product performance issue. Additional information obtained from the field which indicated that the device exhibited noise that was oversensed and led to pacing inhibition. As a result of the inhibition, there were more than two seconds of asystole noted. The patient underwent a surgical intervention to remove the pacemaker and implant a new device. No additional adverse patient effects were reported.